Event description:
Caller reported a malfunction on pump after it was accidentally dropped, which resulted in a resettable malfunction code. There was no adverse impact to customer's blood glucose level. Tandem technical support arranged for a replacement pump to be sent to the customer and instructed the customer to return the faulty pump using a pre-paid return label. The customer was guided on setting up the replacement pump, including programming pump settings and connecting their continuous glucose monitor (cgm).